Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review or quality notification review could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd intima-ii IV catheter experienced leakage. The following information was provided by the initial reporter: the patient used an intravenous indwelling needle for infusion. During the infusion process at 21:00 on (B)(6) 2022, it was found that the patient returned blood from the infusion, and the drug solution did not enter the vein. The contact between the heparin cap and the indwelling needle was not fixed well, and the drug solution leaked from the interface. The heparin cap also leaked, and the indwelling needle should be replaced in time for infusion